Event description:
Impact on blood glucose; seven dexcom g6 continuous glucose monitor sites from the same lot did not deploy correctly. The malfunctions happened on (B)(6) 2020 (three sites), (B)(6) 2020 (two sites), and (B)(6) 2020 (two sites). The needle used to inject the device successfully inserted but did not retract again, causing the sites to stay jammed in the applicator. The non-retracted needles also caused bleeding and bruising at the insertion site that I don't experience when the sites deploy correctly. The failure of these sites led to less ability to control my blood sugar because I both had to switch to a glucometer and my insulin pump was no longer able to adjust insulin output in response to cgm readings. FDA safety report ID# (B)(4).